Event description:
It was reported that prior to a gynecological procedure, during testing of the motor drive unit, the power of the mdu was reduced. The procedure was successfully completed with a different type of device with no adverse patient consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based in anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.